Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to characterization limit e1. Event site address : (B)(6). Event site city : (B)(6).

Event description:
It was reported by the fse that during service, the cardiosave intra-aortic balloon pump (iabp) had high drive pressure and iabp may require maintenance message. There was no patient involvement.